Event description:
It was reported that the patient presented in the emergency room. Upon review, it was noted that the patient had an infection and that the right ventricular (rv) lead was dislodged. The full system, including the implantable cardioverter defibrillator and the right ventricular (rv) lead were explanted. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.